Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed and required maintenance. A field service engineer found that the remote manager had no indicator lights and would not recover when the customer attempted recovery. It displayed a please close door message and then froze. There were no lights on the remote. The connections were greased and the cables were tightened, but the issue persisted. The latch harness was then replaced with no resolution. The latch was subsequently replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager system refrigerator was failed and required maintenance. Customer tried to reboot and recover, but issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.